Event description:
It was reported that the patient presented in clinic for routine device check, when far r wave oversensing was noted on stored ams episodes. Recommended programming changes will be made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.